Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was intermittently unresponsive and delayed in responding to presses. The customer's blood glucose level was 213 mg/dl. The customer reverted to an alternate pump for insulin therapy.